Event description:
The customer contacted physio-control to report that the display in their device had white bars across the screen. At times the display was almost completely white. In this state, the device could possibly be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio-control did verify that the issue occurred by pictures shown by the customer. As a precaution physio-control replaced the system controller and user interface pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control further evaluated the removed system controller and user interface pcb assemblies in the failure analysis center. There was no lockup observed during testing but it was observed that an integrated circuit chip, designator u8 from the user interface pcb assembly was temperature sensitive and did cause lines and a distorted display.